Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. A device history record review was performed, and no relevant findings were identified. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " staples were found jamming during use on the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " staples were found jamming during use on the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).